Manufacturer narrative:
Evaluation codes: results (other): visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. Conclusion (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. #407494.

Event description:
The sureon attempted to insert an aq1016v silicone three-piece lens but hte lens wouldn't advance in the cartridge. There was no pt contact or injury. The reporter stated it was unk if the lens was damaged.